Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge error message. The customer went through the load process with a different cartridge and was able to successfully load the cartridge onto the pump. There was no impact to customer's blood glucose level.